Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had intermittent operation. The reported condition was confirmed. During assessment it was observed that there was excessive corrosion present on internal mechanical and electronic components. The assignable root cause was determined to be due to improper cleaning and immersion, which is misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that during a veterinary hemilaminectomy surgical procedure on a canine, it was observed that the electric pen drive device was stuttering and had intermittent operation even though the adjust torque was turned off. As a result, there was a five to ten minute delay to the surgical procedure. A spare device was available and used to successfully complete the procedure. There was no human patient involvement reported as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.